Manufacturer narrative:
The insulin pump was received with a insulin pump error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error alarms. Insulin pump received with cracked battery tube threads. Insulin pump failed the self test due to partial display caused by moisture damage on the electronic assembly. (B)(4).

Event description:
The customer reported via phone call that the cracked at battery compartment. Customer's blood glucose was 140 mg/dl. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.